Event description:
It was reported that patient experienced adhesive issues on (b)(6) 2026 with infusion set due to patch not sticking to skin

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: PolandName: (b)(6)Street: (b)(6). Based on the available information, this event is deemed to be a Reportable malfunction. A complaint investigation was initiated under Complaint Investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.